Event description:
The patient underwent a pocket revision surgery. Vns system diagnostics were normal both before and after the surgery were ok. No vns devices were replaced during this surgery. No additional relevant information has been received to date.

Event description:
It was reported that the patient has been experiencing constant pain at the generator site, as well as a red rash on her breast that prevents her from wearing a bra due to the discomfort. It was later reported that the surgeon prescribed prophylactic antibiotics for the patient, and asked the patient to come for a follow up appt in 1-2 days. The patient then was assessed by the surgeon, who determined that the vns generator could be relocated it the patient wanted, but the pain was unrelated to vns, and instead was due to spinal compression on the nerves. No assessment was provided regarding the rash. No additional relevant information has been received to date.